Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the patient programmer (pp) says off/ok as of (B)(6). Assistance was given and the patient was able to turn the implantable neurostimulator (ins) back on. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.